Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported catheter display shift was unable to be confirmed. The generator powered up, completed the power on self test successfully and the display turned on as expected. Various impedance levels were entered and the generator displayed the expected results. Temperature testing was verified and during ablation simulation using both irrigated and non-irrigated modes the generator functioned as designed. No hardware abnormalities that would have resulted in the reported catheter display shift were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Related manufacturer reference: 2184149-2018-00058, 9680001-2018-00045, 9680001-2018-00046. During an atrial fibrillation ablation procedure a cancellation occurred due to a catheter display shift. The system reference patch was placed on the lower back and the rf patch was located on the shoulder of the patient and during ablation all catheters shifted. The tactisys, tacticath, tactisys to ampere cable and the system reference patch were exchanged but the issue was not resolved. The procedure was cancelled and the patient was stable.